Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. According to the reporter, on approximately (B)(6) 2025, the patient was traveling in spain when the patient experienced hypoglycemia while at the beach. The patient also experienced neurological stroke syndrome (symptoms not specified) and loss of consciousness, requiring intervention by the medical team. The cgm was over 400 mg/dl and the patient self-treated two times with insulin trough the insulin pump, then asked her husband to get the insulin pen, thinking the pump was no longer working. The patient self-treated with another insulin injection with the pen. The patient did not perform a capillary blood glucose test while lying in the sand at the beach. The medical team intervened when the patient lost consciousness and treated the patient with IV medication. The insulin pump was not removed, so the blood glucose level eventually increases, but very slowly. At the time of the report the patient was getting better. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.